Event description:
Complaint report stated vitrectomy cutter would not work during the preparation for a vitrectomy procedure. No adverse effect on the pt. Surgery was delayed as facility changed to another pack.